Event description:
On 04/30/1998 following a stent procedure, an angio-seal device was placed in a pt's right groin. On 05/04/1998 the pt noted a red abscess at his punture site. However, he waited three days prior to presenting to his physician. On 05/07/1998 the pt saw his physician; an ultrasound was performed with normal results. An incision and drainage was performed, at which time it was noted that although the abscess was deep, there was no vessel involvement. The pt was placed on intravenous antibiotic therapy until his discharge the following day. According to follow-up with the physician on 06/02/1998, the pt is doing well and is without further complications.